Manufacturer narrative:
(B)(4). The associated part number provided by the reported is unknown. As a result, the associated 510k number cannot be confirmed.

Event description:
Covidien representative reported on behalf of the customer that the end physician intubated a patient and inflated the cuff however; the cuff deflated multiple times. It was reported that replacement of the tube was required. The tube was replaced without incident to the patient.